Event description:
Procedure type: hemicolectomy - functional end to end. According to the reporter: he did not oversew the staple line on the common opening. There was no visual malformation of any staples and the anastomosis looked intact. Patient went home at day 5. The patient returned to hospital on day 10 with a huge abscess they had to drain. When he went in post-op, everything looked intact along the staple line. The patient is defunctioned.

Manufacturer narrative:
(B)(4).